Event description:
A customer reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump and resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced under warranty, instructed the customer to allow the battery to deplete before transport, and provided directions to return the problematic pump within 10 days using the pre-paid label and return box. Meanwhile, the customer was advised to continue using the current pump to ensure insulin delivery.